Event description:
Reportedly, this patient had a strong abdominal wall. The physicians pull up the abdominal wall with clamps in addition to the use of carbon dioxide for insufflation of the abdominal cavity to reduce chance of damage to inner organs. As the surgeon pushed the trocar through the abdominal wall, one of the clamps fell off. The trocar went through the wall and perforated the small bowel and an artery. Emergency surgery was performed to correct the damage. The patient has residual leg pain, but is otherwise recovered.